Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information and patient photos, which were provided. Following the install of the subject device, a trained technical expert reported after verifying all system functions including calibration, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the reported event. A healthcare professional evaluated the reported event details, treatment settings chosen by the clinical trainer, patient photographs and concluded that the reported treatment settings were aggressive based on common medical practice and device labeling. The probable root cause of the reported event is determined to be operator error. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: april 10, 2017.

Event description:
A user facility reported that during clinical training of a newly installed focus medical piqo4 laser system, one (1) female patient of skin type IV, sustained a deep dermal burn to the right cheek area following treatment with a zoom handpiece. No report of medical or surgical intervention was received.